Manufacturer narrative:
Catalog number - the correct catalog number is 14324-97. (B)(4). Suspect positive bi. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
The customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s short cycle. The bi was incubated to 24 hours. It is unknown whether or not the affected load was reprocessed or released and used on a patient. No reports of harm or injury related to this issue were reported. Asp will follow up to obtain additional information. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Pt identifier: change from unk to na. Age/date of birth: change from unk to na. Weight: change from unk to na. (B)(4). The affected load was reprocessed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from 07/01/2016 to 11/15/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure 24 bi was not available for return and analysis. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The suspect positive bi was not available for return; therefore, the issue could not be evaluated for user error. Therefore, an assignable cause could not be determined. The issue will continue to be tracked and trended.